Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, noise resulting in episodes of oversensing and inadequate therapy's were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: d10, h3 and h6. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies.